Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The nozzle was deformed and clogged with unknown foreign material. Also found during inspection, the angulation was slightly heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the nozzle on the evis lucera elite colonovideoscope was clogged. No patient harm reported. The scope was inspected prior to use with no abnormalities found. The water supply status of the nozzle was inspected during the pre-use inspection and no problem was found. There was no indication the nozzle was blocked during the procedure. However, the water output was weak. The washing tank was manually added to the machine and combined with the washing. Scratches on the mounting part of the mh-946 injection tube were not noticed. The replacement of the nozzle was not known. The facility used an olympus automatic endoscope reprocessor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, that it is likely that the nozzle was easily clogged with foreign material for it was deformed. The clogged material was likely gauze / material of peripheral equipment /body fluids/adhered residue of chemical used etc. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.